Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed fluid inside a bag that contained the device. The photograph also showed fluid coming out at the blue winged cap at the end of the tubing line. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) leaked from an undetermined location. This issue was discovered prior to patient use. The device was filled with 5000mg fluorouracil in 115 ml total volume 0.9% sodium chloride. There was no patient involvement. No additional information is available.